Event description:
The child is bilaterally implanted and had meningitis multiple times, so it was decided to remove the implant on the left side. The user was explanted approximately on (B)(6) 2024. After the implant was removed, the child no longer had any cases of meningitis.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The child is bilaterally implanted and had meningitis multiple times, so it was decided to remove the implant on the left side. The user was explanted approximately on (B)(6) 2024. After the implant was removed, the child no longer had any cases of meningitis.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to information received, the device was explanted one year after implantation after two episodes of meningitis. The recipient was not vaccinated against meningitis prior to implantation. Furthermore, she has a cochlear malformation on the left side, which increases the risk of meningitis even without a cochlear implant. The implant on the right side remains implanted, and there are no further reports of meningitis since explantation. A review of device sterilization records shows that the device has been subject to a valid sterilization process, therefore the device is unlikely the source of the infection.